Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the artemis neuro evacuation device include, but are not limited to, hydrocephalus, hematoma or hemorrhage at the site, intraventricular hemorrhage, re-bleeding, thromboembolic events, including death. Therefore, it was determined that the reported adverse event was anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2021, the patient underwent a microneurosurgery procedure to treat an intracerebral hemorrhage (ich) using artemis neuro evacuation device (artemis). There were no procedural complications reported. On (B)(6) 2021, the computed tomography (CT) scan revealed a worsening of the intraventricular hemorrhage (ivh). It should be noted that no action was taken to treat the worsening of the ivh. On (B)(6) 2021, the patient expired due to cardiopulmonary arrest. The patient''s death was reported to be unrelated to the artemis. The worsening of the ivh was reported to be a serious adverse event with a possible relationship to the artemis and index procedure.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the clinical events committee (cec) on 29-jan-2022: 1. Section b. Box 5. Describe event or problem. 2. Section h. Box 6. Patient code 2. Section h. Box 6. Patient code 2: 4581 - appropriate code not available to describe "acute infarction in the left hemisphere".

Event description:
On (B)(6) 2021, the patient underwent a microneurosurgery procedure to treat an intracerebral hemorrhage (ich) using artemis neuro evacuation device (artemis). There were no procedural complications reported. On (B)(6) 2021, the patient¿s CT scan revealed a worsening of the intraventricular hemorrhage (ivh). It should be noted that no action was taken to treat the worsening of the ivh. On (B)(6) 2021, the patient expired due to cardiopulmonary arrest. The patient''s death was reported to be unrelated to the artemis. On (B)(6) 2022, additional information was received indicating that the patient¿s computed tomography (CT) scan, following the procedure on (B)(6) 2021, revealed trace right hemispheric subarachnoid hemorrhage (sah) in the basilar cisterns extending into the proximal cervical canal. It should be noted that no action was taken to treat the sah. On (B)(6) 2022, additional information was also received indicating that the patient¿s CT scan on (B)(6) 2021 showed new acute infarction in the left hemisphere in the distribution of the middle cerebral artery (mca). It should be noted that no action was taken to treat the acute infarction. The worsening of the ivh was reported to be a serious adverse event with a possible relationship to the artemis and index procedure. The event was considered unresolved at the time of study exit. On (B)(6) 2022, additional information indicated that the clinical events committee (cec) adjudicated the worsening of the ivh to be a serious adverse event related to the artemis, the index ich and index procedure and unrelated to the comorbidity. The cec adjudicated the sah to be a serious adverse event related to the artemis and index procedure and unrelated to the index ich and comorbidity. The cec also adjudicated the acute left fronto-parietal infarction to be a serious adverse event related to the artemis, the index ich, the index procedure, and comorbidity.